Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed. Seems that around 1000 ml of sterile cold saline was entered the patient's vasculature. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The customer will benefit from additional training on how to handle suspected catheter leak. The fluid ran into the patient's vasculature is an anticipated event. Based on available information, no patient's effect was observed. The event is causal related to the device and the procedure.

Event description:
During the cooling phase of ivtm therapy on a 61-year-old female patient, the customer noticed the saline bag had emptied. A second saline bag was placed and later it had emptied. No leak was observed on the floor, thermogard console, and patient's bed. The customer presumably the saline was infused into the patient. The patient was being cooled during the event. The customer decided to discontinue treatment and the quattro catheter (lot #unknown) was removed once another temperature management treatment was established. Patient's status information was requested but the customer did not provide a response.

Event description:
During the cooling phase of ivtm therapy on a 61-year-old female patient, the customer noticed the 500ml saline bag had emptied. A second 500ml saline bag was placed and later it had emptied. No leak was observed on the floor, thermogard console, and patient's bed. Close to 1000ml saline was infused into the patient. No leak check was performed when the first saline bag had emptied, staff did not recall that the IFU update had been made. The customer decided to discontinue treatment and the quattro catheter (lot #172983) was removed once another temperature management treatment was established. It is unknown if the thermogard console generate an "air trap warning" alarm or any error message. Catheter dwell time was 14 hours. Patient expired.

Manufacturer narrative:
The reported complaint of the 500ml saline bags had emptied and suspected a leak on the quattro catheter (lot #172983) was confirmed during functional testing. A bonding leak was observed at proximal end of medial balloon during the functional pressure leak test. The probable root cause could be a latent defect at the bond. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Blood residue was observed on the balloons and luer tubings. Functional leak test of the returned catheter was performed, and all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a bonding leak was observed at proximal end of medial balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was 1 similar complaint reported for the icy catheter with lot number 172983. Ccr (B)(4), reported on aug 18, 2022, bonding leak due to a latent defect in the bond. The patient's death is a serious event as it fit criteria of seriousness (death). Event was not related to infusion of the saline and related to the patient's critical clinical condition. The customer will benefit from additional training on how to handle suspected catheter leak. The fluid ran into the patient's vasculature is an anticipated event. The event in not related to device and procedure.

Manufacturer narrative:
The reported complaint of the 500ml saline bags had emptied was confirmed during functional testing. A bonding leak was observed at proximal end of medial balloon during the functional pressure leak test. The probable root cause could be a latent defect at the bond. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Blood residue was observed on the balloons and luer tubings. Functional leak test of the returned catheter was performed, and all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a bonding leak was observed at proximal end of medial balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no similar complaint reported for the icy catheter with lot number 172983. The patient's death is a serious event as it fit criteria of seriousness (death). Event was not related to infusion of the saline and related to the patient's critical clinical condition. The customer will benefit from additional training on how to handle suspected catheter leak. The fluid ran into the patient's vasculature is an anticipated event. The event of death is not related to device and to procedure.